Event description:
An emergency room pt was being treated for possible "digitoxicity" and hyperkalemia". The pt was described as hypotensive, bradycardic and lethargic. In preparation for transport to the ccu department, the pt was attached to the device using ECG monitoring electrodes and disposable defibrillation/pacing/ECG electrodes. During transport, the pt's ECG rhythm changed and became more disorganized. The "check pt" alarm occurred, the pt's rhythm was analyzed and a shock advised. The defibrillator began charging to 200 joules, however, it allegedly failed to complete charging. Immediately following the reported anomaly, the pt's ECG rhythm was observed to have changed to a more "asystolic" type of rhythm. There were no adverse affects to the pt reported.